Manufacturer narrative:
Results: plastic hood.

Event description:
It was reported by service report that the unit won't pump up. It was further reported it was found the plastic hood was lifted and bent out on the left side and pushing down on both head and foot release pedals. No pt involvement or adverse consequences are reported.